Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis handbook, reactions may occur in as many as 7.8% of plasma exchange procedures. Allergic reactions are typically associated with replacement regimens that include blood components but they can also be caused by sterilization of disposable tubing with ethylene oxide. Symptoms include hives, wheezing, and facial swelling. The guide recommends that a specific protocol for treatment of anaphylaxis should be prepared in advance under direction of the apheresis physician. The spectra optia essentials guide states "the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Be aware of possible patient reactions to apheresis procedures, and be prepared to take appropriate action should any reactions occur. Root cause: based on the customer statements regarding the allergic reaction symptoms and that mild reactions continued even with procedures at another facility, the root cause for the patient's allergic reaction is due to the patient's physiological sensitivity to eto.

Event description:
The customer reported that a kidney transplant patient had a suspected ethylene oxide (eto)reaction at the beginning of a therapeutic plasma exchange (tpe) procedure. The patient immediately complained of itching of his palms and arms, and felt tightness in his throat. While the operator paused the procedure, the patient developed swelling on the upper and lower lips, wheezing, then vomited. Per physician's order, oxygen, IV benadryl, zantec, solumedrol,and epinephrine were given. The patient responded quickly to the medication and felt much better approximately 45 minutes later. The patient was kept at the hospital overnight. Per the customer, the patient is 'fine now'. He completed his tpe procedure with a mild allergic reaction and has stopped rejecting the kidney. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: 5% albumin was used for replacement fluid. Fluids hanging were anti-coagulant (acd-a) and normal saline. The customer stated that prior to the start of procedure, the patient was very anxious and tylenol and benadryl were given orally. No blood prime was performed for the procedure. This was the first tpe procedure for this patient at this customer site. His other tpes were performed at a different site. Investigation is in process. A follow-up report will be provided.